Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump stuck button alarm and screen was not came on at all. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. Customer states they did not press a button down for 3 minutes or longer. The product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed.